Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency department for recurrent right-sided, sharp pain that radiated to the right shoulder and was associated with shortness of breath. Upon review, it was discovered that the right atrial lead perforated and migrated into the right lung causing hemopneumothorax as well as exhibited failure to capture and under-sensing. A lead revision was performed, and the lead was successfully repositioned. Further information was requested however, was not provided.